Event description:
Boston scientific corporation was made aware of an event that occurred in 12/2005, in which the lesion had 90% stenosis and no calcification. The subject device was kinked easily on approach to the area of treatment. The subject device was replaced with a radifocus .035" guidewire and the procedure was finished without any issues.